Event description:
The customer reported that the system was loosing power and shutting down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord was tightened during the service call. The system was tested and found to be working as intended and put back into service.